Manufacturer narrative:
(B)(4). An insp is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with trellis 8 120x30. The customer states that he was inflating the distal balloon while the catheter was in pt and the balloon failed to inflate.